Event description:
Pump sn (B)(4) was reported by an end user to deliver an infusion faster than programmed. According to the report, an infusion programmed for two hours was completed in approximately one hour, and the infusion bag was empty without the pump alarming that the bag was empty. The pump was evaluated by right way medical. During their evaluation, the reported issue was not confirmed, and no repairs or adjustments were performed. No patient injury or adverse event was reported at the time of this complaint.

Manufacturer narrative:
A review of intuvie¿s service records was completed. And no prior service events documenting the reported failure mode were identified for this device. Complaint history was also reviewed, and one prior complaint related to under-infusion was identified; however, that complaint was not confirmed during evaluation. The reported failure was evaluated under CAPA zm2023-07, ¿z-800 flow rate complaints¿. The pump was evaluated by right way medical, and the reported issue was not confirmed, as no failures were identified during testing.